Manufacturer narrative:
A test was performed to recreate the event on another rosa device with rosanna 2.5.8.07 software version with the MRI as reference. A crash occured at the same time than described in the complaint. The error is an insufficient memory to allow computing of 3d reconstruction of the CT. A second test with the CT as reference had the same result. Nevertheless 3d reconstruction button was still available and allow to display the interface for computing 3d reconstruction. It indicates that software will compute 3d reconstruction based on the ¿brown-colored¿ part of the image displayed on axial, sagittal and coronal views. It is a lot of information and may be the cause of the insufficient memory. Plus, on the image the CT-scan head clamp is clearly visible. It is an extra information which will be used for 3d reconstruction and may contribute to fill the memory during computation. This information is not necessary for rosa usage. According to the results of the technical investigation, the event was caused by a user error. Too many informations were present on the loaded images and did not allow rosanna to create 3d reconstruction because of an insufficient memory.

Event description:
On both the planning station and rosa device, the rosanna software could not create a 3d reconstruction based on the CT. The program would take a very long time displaying "computing" and then never actually create the 3d model. It would eventually cause a windows error or the system would have to be manually restarted because rosanna could not be exited and no other buttons could be pressed while the computation was being performed.